Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the needle protruding from the center of the adc device. As a result, on (B)(6) 2022, no glycemic instability symptoms were reported however, hcp contact was made and the sensor was removed. Furthermore, the customer was provided glucose for treatment. No other additional information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor applicator (B)(6) has been returned and investigated. Visual inspection of applicator was performed, and no issues were observed. Applicator had fired correctly. Unable to perform further investigation due to no product returned. If the partials product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A complaint was received regarding the needle protruding from the center of the adc device. As a result, on (B)(6) 2022, no glycemic instability symptoms were reported however, hcp contact was made and the sensor was removed. Furthermore, the customer was provided glucose for treatment. No other additional information was reported. There was no report of death or permanent injury associated with this event.